Manufacturer narrative:
Model number: 72400098, lot number: 1000120187, model description: control pump fgs, UDI: (B)(4). Model number: 72400024, lot number: 1000135074, model description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. "Our product was not implanted anymore. Instead there was some kind of rubber bracket around the urethra." A new aus device was implanted on (B)(6) 2018.